Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp ss bag 20d low sorb tex tubing within the pump door ballooned during use and caused medication to leak. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the issue is with the section of tubing outlined in red below, which goes inside the pump door. There have been pin holes or ballooning of this soft tubing that have led to medication leaks. One of the ballooning events occurred in the nicu the other events have been chemo on cancer care. The part numbers are: bd alaris pump infusion set, ref 2426-0007. Bd alaris pump infusion set, smart site bag access non-vented ref 22603-b007t."

Manufacturer narrative:
H.6. Investigation: two used primary sets, model 24010-0007t was received by the customer for investigation. Upon visual inspection of the first set, it could be observed that the silicon pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint about tubing which goes ¿inside the pump door¿ that have led to medication leaks was verified. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the retainer ring was still in place with part of the silicon tubing still under the ring. It appears that the silicon tubing segment had been ripped by some unknown force, however the root cause of the damage is unknown. The root cause of the tear cannot be determined. The second set was visually inspected and no defects were observed. A texium extension set was returned as well. The set was primed , functionally tested and underwent pressure leakage testing. No leak was observed. The customer's complaint could not be confirmed for this set. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the as lvp ss bag 20d low sorb tex tubing within the pump door ballooned during use and caused medication to leak. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the issue is with the section of tubing outlined in red below, which goes ¿inside the pump door¿. There have been pin holes or ¿ballooning¿ of this soft tubing that have led to medication leaks. One of the ballooning events occurred in the nicu the other events have been chemo on cancer care. The part numbers are: 1. Bd alaris pump infusion set, ref (B)(4) . 2. Bd alaris pump infusion set, smart site bag access non-vented ref (B)(4)".